Event description:
It was later reported the healthcare provider stated the driver twisted in almost every procedure. It was noted the screws broke on several occasions. It was stated no further interventions were required but rescue screws or new stimlocs were required which introduced delay to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the screws broke and the screwdriver twisted. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).